Manufacturer narrative:
Other relevant device(s) are product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient device has lost communication with the ens as the battery were dead patient said everything was worse and she was urinating a lot more with higher urgency and that they thinks the lead might have gotten loose. The patient has not replaced the battery as she doesn't want to pull out the leads. The patient stated that she has gone back to where she was with her symptoms, that she had only one good day during the evaluation. No further complications were reported/anticipated at this time.